Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) claria device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred at the initial dwell phase of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice automated pd set with cassette and the heater bag, which resulted in a leak and led to this alarm. It was reported that all solutions finished except extraneal. Renal therapy services (rts) assisted the patient with ending the therapy session. Rts reviewed proper procedures per the user manual with the patient. The patient continued the therapy by manual exchange and informed a clinician of the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.